Event description:
It was reported that pump battery was draining in excess. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up or troubleshooting with technical support, and no additional information was received regarding the outcome of the event.